Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
This report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the two hurricane rx dilatation balloons burst. The third hurricane rx dilatation balloon was already pierced; additional clarification to determine the size/nature of the piercing has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a fourth hurricane rx dilatation balloon. No patient complications have been reported due to this event.